Event description:
It was reported that there was possible premature battery depletion. It was also noted that the non-medtronic lv lead had high thresholds. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the device did not meet expected longevity. Analysis of the device and internal components were as expected for a device at eri. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.